Manufacturer narrative:
Date of event is estimated.

Event description:
During the procedure, the generator did not reach set target temperature. As a result, the procedure could not be completed.

Manufacturer narrative:
Correction: h8 - reuse should have been selected on the initial report rather than initial use of device the reported issue was confirmed. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated misaligned visual indicators at the front connector panel. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. No CAPA is required; the root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored for trends and reviewed in qdr (quality data review).